Manufacturer narrative:
(B)(4). The device was returned to a sister plant who did the initial evaluation. There were no reworks, reboxes, process issues, fail tasks or raw materials issues noted on the device history review. Pressure testing of the returned sample found no anomalies or leaks from anywhere on the device. Inspection and connection testing of the two quick connects confirmed no anomalies with the parts. The parts were then reconnected with no issue and the proper click noise being heard. This disconnection/reconnection was repeated with no issues. It is likely that the quick connects had not been properly connected during the setup of the circuit, causing them to be disconnected during use. The returned sample was confirmed to be within specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Perfusionist was doing a coronary artery bypass graft (CABG) x3, pump autologous primed, not on cardiopulmonary bypass (cpb) yet. While adjusting oxygenator (2.5 fx) and 3/3 pump pack the quick connect distal to oxygenator came apart. Approx 100-200ml blood loss. Reconnected and primed. Case continued without incident using same connectors. Follow-up with sales associate confirmed this issue occurred during priming and not during cpb. The sales associate also mention the circuit was primed with a patient blood. The issue happened when the perfusionist (ccp) was shaking the oxygenator to remove the air through the purge line then the quick disconnect parts was came off, they simply reconnected and primed. There was a blood loss 100-200 ml, procedure was successful with no patient impact.